Manufacturer narrative:
The patient has a medical history of previous bare metal stenting of the iliac. Dissection occurred during pre-dilation and during the procedure, with no provisional stenting. Thrombosis of the target lesion was also recognized via imaging approximately one month post index procedure. Grafting was also carried out on the same day as the revascularization procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two in.pact admiral paclitaxel eluting balloon catheters were used to treat the right mid sfa. Approximately one month post procedure, the patient suffered right sfa cto (acute occlusion). Revascularization of the target lesion was carried out 11 days later using a pta balloon catheter. Patient recovered. Investigator and sponsor assessed event is unlikely related to the device, procedure or paclitaxel.

Manufacturer narrative:
Event date updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Event date updated.